Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator that was unable to connect to the website. In clinic radio frequency (rf) interrogation was unable to be established. A software update was performed which restored rf capabilities. Device would be further monitored. The patient was stable.